Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-02282,2281, 2280, 2279, 2278, 2277, 2276, 2275, 2274, 2272, 2271, 2270, 2269, 2268, 2267, 2266,2265,2264, 2263: test 1,2,3,4,5,6,7,8,9,11,12,13,14,15,16,17,18,19, 20 of 20).

Event description:
User reported 20 false positive results. No information regarding additional tests. This is report 10 of 20.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6), (B)(6) (B)(6) (3014862188-2021-02282,2281,2280,2279,2278,2277,2276,2275,2274,2272,2271,2270,2269,2268,2267,2266,2265,2264,2263: test 1,2,3,4,5,6,7,8,9,11,12,13,14,15,16,17,18,19,20 of 20).

Event description:
User reported 20 false positive results. No information regarding additional tests. This is report 10 of 20.